Event description:
The recipient reportedly experienced no sound perception during initial activation of the device. A CT scan revealed device migration. Revision surgery has been scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly repositioned on (B)(6) 2022. The recipient's activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.